Event description:
Md (medical doctor) was performing an a-fib pulse field ablation using the right femoral vein (rfv). Part of the procedure requires inserting a 17fr introducer to the rfv, when advancing the introducer with a wire, the rfv was ruptured by the wire/introducer. The patient was under general anesthesia at the time. The patient remained with stable vital signs, manual blood pressure was applied and vascular was consulted for assistance. An occlusion balloon was inflated twice. Md opted to leave sheath in place in right femoral vein and observe patient in ICU. Patient developed a dvt (deep vein thrombosis).